Event description:
It was reported that an occlusion alarm occurred. Customer delivered a manual insulin injection to address the issue and cleared the alarm. Reportedly, the customer was wearing the infusion set for 3 days and the cartridge for 6 days, and not cleaning the pneumatic tap and pump vents. Clinical support informed customer that wearing the infusion set for 3 days and the cartridge for 6 days, and not cleaning the pneumatic tap and pump vents, is off label per the tandem user guide. Customer's blood glucose was 181-182 mg/dl..

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: when cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it.